Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on the previous day, the customer noted what they thought was an unspecified malfunction. The customer decided to stop insulin delivery, disconnect from the pump and revert to manual injections. The customer's blood glucose (bg) level elevated to 303 mg/dl. The customer took a manual injection. Bg level was at 246 at the time of the call. During troubleshooting with tandem technical support, review of pump data upload confirmed that no malfunction alarms had occurred. Multiple incomplete bolus alerts were noted, which the customer may have mistaken for a malfunction alarm. The pump appeared to be operating as intended. The customer was instructed regarding the incomplete bolus alert and the customer acknowledged.